Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed renal failure and was treated with continuous renal replacement therapy. The patient also showed signs of sepsis and pneumonia was later confirmed by positive cultures. It was reported that the procedure was successful. Clinical review: a 55-year-old male suffered a cardiac arrest while driving. Impella cp was inserted and a percutaneous coronary intervention carried out. Within a day, the patient developed renal failure, most likely secondary to the cardiac arrest, requiring continuous renal replacement therapy. On the third day of support, the patient showed signs of a sepsis, a pneumonia was later confirmed by positive cultures. After 5 days of support, the impella cp could be successfully weaned and removed.

Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code. And zip code extension as they were omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (sepsis): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. (Renal failure): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.